Event description:
International affiliate reports programmable valve's pressure changed after the pt hit his/her head. Valve was explanted. Surgeon is unsure if change in pressure was due to injury to head.